Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's exhalation porting block was found to be physically damaged. The exhalation porting block needs to be replaced to address the issue. The device's ac power cord wire was found to be broken. The device was still able to be powered on by ac power. The power cord's isolation had evidence of exposed wires. The device's ac power cord needs to be replaced to address the issue. The manufacturer recommends inspecting the power cord prior to patient use.